Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the pace/sense portion of the ventricular lead. The physician opted to cap the pace/sense portion of the lead. The defib portion of the lead remains active.